Event description:
It was reported that during the procedure to treat a bifurcation lesion in the left anterior descending artery and the diagonal artery, the physician advanced a balance middleweight guide wire and a whisper ms guide wire into the patient anatomy. A 1.20 x 6 mm rx mini trek dilatation catheter was advanced in to the left anterior descending artery, but could not cross the lesion and was removed from the anatomy. The physician then advanced a 2.50 x 12 mm rx trek dilatation catheter into the diagonal artery, but could not cross the lesion and was removed from the anatomy. Dilatation was performed with a non-abbott device. There was no clinically significant delay and no adverse patient effect. Return device analysis revealed that the balloon of the 2.50 x 12 mm rx trek dilatation catheter had been pressurized and was returned loosely folded and the inner member wrinkled. Additional information received indicates resistance was felt during advancement and withdrawal and force was applied. Resistance during withdrawal was due to the patient anatomy. After the device was removed from the patient anatomy, the physician inflated the balloon outside the patient anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and/or previously implanted stents; and is typically not associated with a product quality deficiency. The returned goods lab analysis noted contrast in the inflation lumen, which is consistent with preparation for use. There was no visible blood. The length and crossing profile of the tip and the balloon outer diameter met manufacturing criteria. The inner member was found to be wrinkled, and there was a kink in the proximal hypotube. These damages were not reported during inspection prior to use, and therefore, may have occurred during the procedure or during handling, packaging and shipment back to abbott vascular for analysis. The lab also noted that the balloon had loose folds. Follow-up with the account revealed that the physician inflated the balloon outside the patient anatomy after the procedure. There was no other damage noted to the balloon catheter. Additional information received indicated that resistance was felt during advancement and withdrawal; however, the resistance was reported as due to the patient anatomy. To ensure that this type of incident is not a result of a potential manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual, dimensional, and functional checks on the manufacturing line before release. Additionally, a sampling of units is used to verify the product quality. There were no reports of damages to the balloon catheter noted during preparation for use, which would suggest that the inner member and shaft were not damaged prior to use. It is possible that the resistance and difficulty to remove were a result of the patient anatomy as reported. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, whisper ms. Guide cath: ebu 3.5 (6 f). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.